Manufacturer narrative:
Investigation summary: the complaint of "false positive" result was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported receiving multiple positive results with no errors. Customer reported that the other instrument would run the same sample and receive a negative result. Customer cleaned the instrument but the problem persisted. Field service was dispatched. Field service performed environment monitoring and decontamination of the instrument with the customer. Samples were ran and returned negative. The environmental monitoring was conducted for three days with all negative results. Root cause is determined to be contamination from a storage cabinet, which contaminated sample racks and then the instrument. The complaint is unconfirmed as an instrument issue. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument with bd sars-cov-2 assay multiple false positive results were obtained with no error. There was no report of confirmatory testing or patient impact.

Manufacturer narrative:
Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument with bd sars-cov-2 assay multiple false positive results were obtained with no error. There was no report of confirmatory testing or patient impact.